Manufacturer narrative:
The reported event describes a medical complication that has no connection with the implanted devices. The patient expierenced a bilateral pulmonary emboli post discharge from the hospital and was re-admitted for treatment. No treatment was required or administered to the knee implants. This event was reported as the patient was part of a clinical study. Based on the provided information, the product reported in this investigation did not contibute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
The clinical researcher reported that whilst performing data cleansing it has come to light that a participant in the triathlon outcomes clinical study had bilateral pulmonary emboli following their knee replacement in 2008. The clinical researcher reported that this resulted in a hospital admission.